Event description:
Sims level 1, inc. Rec'd a report from hosp, that during a surgical procedure the water bath of the fluid warmer was overflowing. The set was disconnected from the pt and the procedure was completed without incident.